Manufacturer narrative:
Investigation conclusion: alere has withdrawn the alere inratio®/inratio®2 pt/inr system from the market and is no longer manufacturing alere inratio® test strips and monitors. In addition, all alere inratio® test strips are now expired. Please work with your healthcare provider to transition to an alternative monitoring method, such as a plasma-based laboratory inr method or a point-of-care monitoring system from a different manufacturer. Based on the limited information provided, further investigation is not possible at this time.

Event description:
The patient began using the inratio system in 2014. In approximately 2016, the patient was hospitalized with a transient ischemic attack (tia). Per the patient, the inratio system "returned significantly inaccurate inr results, which in turn prevented his medical providers from prescribing a safe and effective dose of coumadin in a timely manner," resulting in the reported injuries. No additional information was provided by the patient.